Event description:
Sent part of tub chair for apollo bathing system series 0300 developed a crack horizontal to inner opening. Chair was used for pt bath. As pt was assisted out of chair skin a buttocks torn in crack of seat." This is the second such defect of this chair, and chair seat . This has been involved the same resident twice now."